Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On jun 10, 2021, olympus medical systems corp. (Omsc) received the literature titled "predictive model for postoperative pleural effusion after hepatectomy". This study was conducted on the hepatectomy for 325 patients. In the literature, it was reported as follows; study aims to develop a predictive model for severe postoperative pleural effusion after hepatectomy. The consecutive patients underwent hepatectomy between january 2013 and april 2020. Of the patients, 204 underwent laparotomies and 121 underwent laparoscopic hepatic resections. All patients were diagnosed with 174 hepatocellular carcinomas (hcc), 82 colorectal liver metastases (crlm), 44 of biliary cancer, and 25 of others. Hepatic parenchymal transection was performed with the subject device (cavitron ultrasonic surgical aspirator (cusa)) or clamp crush technique. The complications (clavien-dindo 3 or more) were 59 patients. The complications included 22 severe postoperative pleural effusion (spope), 28 bile leakage, 2 operative death. And, 27 transfusions needed intraoperative blood loss was reported. Omsc assumes that spopes were not identified as a relationship with the subject device because there is no indication in the literature. Omsc assumes that bile leakage was not identified as a serious adverse event because there is no indication in the literature. Whereas, omsc assumes that the transfusion needed intraoperative blood loss was a serious adverse event that causes or contributes to a death or serious injury due to hepatic parenchymal transection was performed with the subject device. Omsc assumes that the operative death was related to the subject device due to hepatic parenchymal transection was performed with the subject device. Based on the available information, specific information on the subject device was not provided. There is no description of the device's malfunction. Omsc will submit two medical device reports (MDR) for the operative death and the transfusion needed intraoperative blood loss. This report is 1of 2. This report is about the operative death of 2 patients that might be related to the subject device.